Manufacturer narrative:
The explanted devices were discarded by the facility, and will not be returned for eval.

Event description:
The pt's system explanted due to infection at the implant site. Pt was treated with antibiotics.